Event description:
Title: comparison of robot-assisted single-port-plus-one pyeloplasty vs. Laparoscopic single-port pyeloplasty in the treatment of ureteropelvic junction obstruction in children. The aimed of this retrospective study was to compare the efficacy of robot-assisted single-port-plus-one pyeloplasty (rspy) and laparoscopic single-port pyeloplasty (lspy) in the treatment of children with ureteropelvic junction obstruction (upjo). Between october 2020 to september 2022, a total of 47 children included in the study. These patient divided into 2 groups; 24 receive rspy consist of 16 males and 11 females with the mean age of 6.61 ± 3.51 while 20 underwent lspy, consist of 12 males and 8 females with the mean age of 6.55 ± 3.50.the 4-0 vicryl suture and 6-0 pds plus were used in the procedure.follow up were unknown. Reported complications: vicryl suture and 6-0 pds plus, one case developed an incisional. Hernia after surgery. Treatment: not provided. Three patients developed. Postoperative urinary tract infections. Treatment: not provided. In conclusions, compared with lspy, rspy achieves equivalent efficacy in the treatment of upjo in children and has certain advantages by shortening the operation time, intraoperative anastomosis time, and postoperative hospital stay. However, its cost burden is heavy, and appropriate cases need to be selected for popularization and application.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: front pediatr. 2024 apr 8;12:1371514. Https://doi.org/10.3389/fped.2024.1371514. Pmid: 38655279; pmcid: pmc11037080.